Event description:
It was reported the patient had a monarc sling implanted in 2011. The patient alleged that she suffers chronic pain, has difficulty walking, severe incontinence, and claimed the device had migrated. There was no confirmation of device migration just a suggestion by surgeons. The patient was advised by surgeons that the sling cannot be removed due to surgical risk. No intervention has taken place or was planned. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Two lot/serial numbers were provided and it is unclear which device the patient had implanted. Lot/serial# (B)(4), expiration date 01/13/2014. Lot/serial# (B)(4), expiration date 01/03/2014.